Manufacturer narrative:
D1: brand name, corrected data: the initial reporter used the incorrect brand name. E4: corrected data: the initial reporter inadvertently selected the wrong option

Event description:
Later it was reported that the generator was explanted due to battery depletion. The leads, however, were not replaced. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. During the analysis other instances of high impedance were observed with the first occurrence earlier than previously reported. No other relevant information has been received to date.

Event description:
During a routine programming history database review a high impedance event was confirmed to have occurred. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.